Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis in 2 sections. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located approximately 830mm proximal to the distal tip, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that advancing difficulties and shaft kink were encountered. The 95% stenosed, complex target lesion containing a mild bend was located in the moderately tortuous and moderately calcified left circumflex (lcx). Following pre-dilatation with a non-bsc device, a 32 x 3.00 promus premier stent was advanced for treatment. However, the delivery shaft of the stent was kinked during advancing, leading to unable to reach the vascular lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, returned device analysis revealed a hypotube break.